Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the he was receiving low glucose alerts and she silenced it and it went into threshold suspend. Customer stated that her blood glucose value was between 141 and 147 mg/dl but the sensor glucose reading was 55 mg/dl. Customer calibrated and received two calibration errors followed by change sensor alert; she was advised to change out the sensor. Current blood glucose value is 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors, and performed testing. One of two sensors failed with high readings. The remaining sensors passed per specification with accurate readings.